Event description:
It was reported that during a prostate procedure the fiber malfunctioned @ 213,496 joules and 45 minutes of usage. No additional information was provided. The case was completed with an alternate procedure (turp). Patient outcome: ¿no physical issue to the patient¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion; the outer flow tubing exhibits moderate contamination, likely biologic; the outer flow tubing is detached just forward of the control knob; there is no signs of melting on the outer flow tubing detachment location. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the cap failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.